Manufacturer narrative:
Di: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05673, 2134265-2015-05672. It was reported that a burr became stuck on the rotawire. The target lesion was located in the calcified descending artery. A 1.25mm rotalink burr, rotalink advancer, and two rotawire ex support were selected for use. The system was previously tested; however, during the procedure it was noted that the burr got stuck in the distal part of the rotawire and was unable to advance or change in the rotation. The rotawire was exchanged with another of the same device but the same issue occurred. The entire system was then exchanged with another rotalink burr, rotalink advancer and used a rotawire floppy to complete the procedure. No patient complications were reported and the patient's condition was stable.